Event description:
It was reported that a large volume infusor would not infuse. The day prior to the event onset, the fluorouracil (volume 200ml diluted with saline) infusion started at 03:00 and was expected to run for 46 hours. At 16:00 on the date of the event, approximately 200ml of the drug solution was observed in the bladder. During inspection the patient noted the infusion port was not blocked and the flow rate limiter was found to have no drops coming out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between march 26, 2024 ¿ march 27, 2024. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.